Manufacturer narrative:
Correction: h6 investigation conclusions coding.

Manufacturer narrative:
The reported event for inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for helix mechanism issue was due blood that clogged the helix at the helix region and an over torqued inner coil at the connector region.

Event description:
Related manufacturer reference number: 2017865-2021-27191. It was reported that the patient presented for follow up with the right ventricular lead exhibiting an increase in capture threshold. It noted was dislodgement of the left ventricular lead into the trunk of the coronary sinus. The patient was scheduled for lead revision on (B)(6) 2021, where the physician attempted to reposition both leads. However, the helix of the right ventricular lead was unable to extend after it was retracted. Consequently, the right ventricular lead was explanted and replaced, while the left ventricular lead was successfully repositioned. The patient was in stable condition.